Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and there were high-force readings on the carto 3 system. The catheter was pulled out and flushed. The catheter was put in the left atrium. The system was re-zeroed several times and the issue persisted. When the catheter was replaced, the issue was not resolved. Replacement catheter requested due to troubleshooting. They rebooted the ngen generator and the issue persisted. They replaced the cable, and the issue was resolved. No adverse patient consequence was reported. Additional information was received. It was reported that there was no error noted from the irrigation pump. It was noticed when ablating using the catheter view tool bar. The zone immediately lit up red with no transition and the graph correlated with this. To resolve the irrigation issue, confirmation of connection catheter end was performed first. Then, the tubing into the pump was reseeded by the lab staff twice before the reporter reseeded it and flow was returned to normal. The reporter believe it was incorrectly placed in the first couple times, but not entirely sure. The correct catheter settings were selected on the generator. It appeared that the pump was switching from low to high flow during ablation as the numbers changed and it made a higher pitched sound indicating that it switched.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro¿ catheter and there were high-force readings on the carto 3 system. The catheter was pulled out and flushed. The catheter was put in the left atrium. The system was re-zeroed several times and the issue persisted. When the catheter was replaced, the issue was not resolved. Replacement catheter requested due to troubleshooting. They rebooted the ngen generator and the issue persisted. They replaced the cable, and the issue was resolved. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31280254l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer could not be replicated during the product investigation. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).